Event description:
Ventilator (attached to patient) switched off by itself. Came back on, reading "internal communication error", then switched back off. Respiratory therapist (rt) present at bedside when event occurred. She bagged the patient while another rt was called to retrieve another ventilator. Error te:55 internal communication error. Per manufacturer's instructions for use manual, "immediately remove ventilator and replace." Ventilator pulled and sequestered for biodmedical engineer inspection. Maquet/gentige, wayne, nj 07470 us.